Manufacturer narrative:
The device was received with motor error alarm during rewind due to corroded motor home switch. The displacement test was unable to be performed due to constant motor error alarm. The basic occlusion, occlusion, prime, and excessive no delivery test were unable to be performed due to motor error alarm. The device was received with intermittent button response due to corroded keypad traces, minor scratched display window, and cracked case at display window corner. The pump was received with cracked battery tube threads, cracked reservoir tube lip, and with cracked lcd window.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the act button is not working. The customer's blood glucose at the time was 48mg/dl. The customer treated low levels with orange juice. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis. The customer declined to troubleshoot for low blood glucose levels.